Manufacturer narrative:
The device was returned for analysis. The reported leak was able to be confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6: health effect - impact code: 2199 - removed.

Manufacturer narrative:
The device is returning for analysis. It has not been received. A follow-up report will be submitted with all additional relevant information. The other ppak device referenced is filed under a separate medwatch report number.

Event description:
It was reported that a 20/30 ppak with copilot was losing negative pressure and the device was sucking air into the system. A 2nd indeflator was attempted but experienced the same issue. A 3rd indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.